Event description:
Bilateral pt was revised to address signs of necrotic tissue and cloudy, bloody fluid with alval.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.